Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check, after interrogation it was noted that the atrial rhythm was in atrial fibrillation (af) but the af burden in the quick look screen was at 0.0% and no episode of atrial high rate was registered. The mode switch worked normally. Diagnostic testing/troubleshooting performed however, issue remained no high detain and no af burden registered. The ipg remains in use and patient to be monitored and device evaluated at follow up visit. Follow up check performed, revealed all ok, patient had an atrial high rate of 2 hours 25 minutes and a af burden at (B)(6). The patient to administer anticoagulant in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.